Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that when the unheated extension tubing from an rt224 infant continuous flow breathing circuit was removed to minimize condensate, the extension was difficult to re-attach to the circuit. The event occurred prior to patient connection. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This report was received from a hospital in (B)(6). The product is not sold in the USA, but it is similar to one sold in the USA with a 510(k) of k020332. The complaint device has only recently been returned to fisher & paykel healthcare for inspection. Our investigation is not yet complete. We will submit our findings in a follow-up report at the completion of our analysis.